Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced no blood glucose readings from a freestyle libre 3+ sensor paired to the ilet bionic pancreas, with repeated pairing failures that were resolved after stopping the sensor, restarting the pump, and rescanning with an iphone, after which the system reported the sensor had paired and glucose data resumed. No clinical signs, symptoms, or conditions were reported. Outcomes included temporary interruption of cgm data that affected automated insulin dosing until connectivity and sensor session issues were resolved with no health impact. User support included troubleshooting and user education, including sensor restart procedures, device restart, and rescanning to restore communication. Investigation of this case revealed a resolved pairing and session state mismatch between the cgm sensor and the ilet system, consistent with a communication or integration issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and transient communication error resolved through standard troubleshooting.